Manufacturer narrative:
Continuation of d10: product ID 977a260, serial# (B)(6), implanted: (B)(6) 2024, product type lead. Product ID 977a260, serial# (B)(6), implanted: (B)(6) 2024, product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative (rep). It was reported that a return of pain was noted. After getting the ¿settings not available ¿ message on her controller, pt requested a reprogramming. The rep found the impedances to be dependent on her position. When in an upright position, contacts 0,1,4,7 ,12 are all red, over 40000. When in a laying position only 0,1 remain over 40000. Rep took programming off the impeded contacts. Rep advised her tomake adjustments in a different position if she continues to get that message. She will see her provider regarding next steps. The issue is ongoing. The manufacturer representative (rep) indicated they would send any further information as they become aware.

Manufacturer narrative:
Continuation of d10: product ID 977a260, lot# serial# (B)(6), implanted: (B)(6) 2024, product type lead product ID 977a260, lot# serial# (B)(6), implanted: (B)(6) 2024, product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator. Patient reported the stimulator has been displaying settings not available. Patient stated they spoke with their rep about two weeks ago but the rep could not meet with the patient so another rep was at the appointment instead and they reviewed that there is scar tissue that has grown over the lead. Patient stated they are waiting on MRI results. Patient stated after meeting with the rep it was helpful for only the next couple days and they are continuing to have this issue. Patient mentioned that where the leads are inserted the patient feels like its being pulled tight like they are a toy soldier. Agent reviewed meaning of the message and redirected to hcp. Additional information was received from a manufacturer representative (rep) stating that the settings not available message is likely being caused by impedances on the leads. The patient's programming has been changed to avoid impedance electrodes. The patient contacted their healthcare provider (hcp), and they will have imaging done to determine if there is further pathology causing the tight feeling. Rep will meet with the patient after they see their hcp to adjust settings further.

Manufacturer narrative:
Continuation of d10: product ID 977a260, serial# (B)(6), implanted: (B)(6) 2024, product type: lead. Product ID 977a260, serial# (B)(6), implanted: (B)(6) 2024, product type: lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative (rep). It was confirmed that impedances were high.